Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 32 mg/dl. Customer was washing his car when he fell and saw he had a low blood glucose. The customer stated that he drove home and fell again so he went to hospital. Customer's blood glucose during at time of admission was 400 mg/dl. The customer's x-ray came out fine.